Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4).

Event description:
Clinical follow up requested and on 2/3/2017 the surgeon provided the following event details. The cataract surgery with istent implantation was uneventful on the right eye on (B)(6) 2016. On (B)(6) 2017 the patient presented with stent obstruction by iris. The event did not require medical or surgical intervention and the stent obstruction did not have any adverse impact on the patient. The surgeon reported that the patient is doing excellent postoperatively with excellent vision and stable iop. The adverse event was reported to have resolved.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available. Stent occlusion is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA: 02/01/2017.

Event description:
The surgeon reported that an istent patient presented 4 weeks postoperatively with stent obstruction by iris. The surgeon stated that they had considered yag laser. The surgeon conferred with the glaukos medical monitor who reported that it is unclear if the istent is in position since iris is covering the insertion site. The patient¿s iop and vision are excellent and the surgeon is inclined to leave the istent as is.